Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure. The explanted implantable pulse generator (ipg) and scs paddle lead were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn:m365sc8216500. Model:sc-8216-50. Serial: (B)(6). Batch: 7070225.